Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe stopper with assembly failure. Investigation conclusion: the incident identified from this complaint will be monitored for trend evaluation. Root cause description: the probable cause for the occurrence is related to failure at stopper assemblystation.

Event description:
It was reported that bd plastipak¿ 3ml luer-lok¿ syringe was defective. This was discovered before use. The following information was provided by the initial reporter: I come to signal the defect in the plunger about the syringe 3 ml.